Event description:
Blood glucose was normal at breakfast however no value was provided. It was reported a result of lo back to back with a reading of 11 mg/dl was taken two minutes later, however the time frame from the original normal value was not provided. Reporter stated that there were no symptoms of low glucose experienced and no medical treatment was sought or received. Reportedly, several unsuccessful attempts to obtain additional information were made by the manufacturer. A request was made for the return of the suspect device and replacement products were sent.